Manufacturer narrative:
(B)(4). Device not returned for analysis, should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a free tram flap procedure, the clips in the applier did not form properly. Opened multiple appliers before one worked properly. There were no adverse consequences for the patient.